Event description:
Event description cpi received information that this endotak down-sized lead (0125) was removed from service due to inappropriate shocks, and oversensing due to an insulation breach. The rate sensing portion was capped, and the shocking portion remains active. A new rate sensing lead was implanted.